Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he received a no delivery alarm. Customer reports that the alarm occurred while changing his infusion set. Customer was able to troubleshoot. Customer reports that the infusion set was on its third day of use. Customer reports that infusion set cannula was crimped upon removal at the time of the occlusion. Customer's blood glucose level was unknown. The product is expected to be returned.